Manufacturer narrative:
Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed; however, the photographs did not allow confirming that air bubbles can be seen in set. The device was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex st100 set c had an external fluid leakage from an unspecified location. The leak was observed during priming prior to patient use. There was no patient involvement. No additional information is available.